Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm during the self test and the customer had hyperglycemia. Blood glucose level of the customer was 290 mg/dl at the time of the incident and other relevant blood glucose level was 391 mg/dl and 350 mg/dl. The customer was assisted with the troubleshooting. High pressure test was successfully performed on the insulin pump. The customer was treated with the insulin pump as well as with the manual injections for the hyperglycemia. It was stated that the auto mode was active on the insulin pump at the time of the incident. The insulin pump will not be returned for the analysis.